Manufacturer narrative:
The sample was submitted for investigation. The investigation confirmed the presence of a streptavidin interfering factor. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." A product problem was not found.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter questioned results for 1 patient sample tested for elecsys ft3 iii (ft3 iii) on a cobas e801 module. The sample was submitted for investigation where discrepant results were identified between the customer's e801 module, an e801 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. The initial result from the customer's e801 module was 5.00 pg/ml. The sample was repeated twice on the customer's e801 module with results of 6.50 pg/ml and 6.30 pg/ml. The sample was repeated on an e801 module at the investigation site with a result of 5.80 pg/ml. The repeat result from the e411 analyzer was 3.51 pg/ml. The initial results from the customer site were reported outside of the laboratory. The customer's e801 module serial number was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The e411 analyzer serial number was (B)(4). The ft3 iii reagent used with the e801 module at the investigation site was 438059 with an expiration date of 31-jan-2021. The ft3 iii reagent used with the e411 analyzer at the investigation site was 446738 with an expiration date of 31-dec-2020.